Event description:
It was reported that the handpiece began overheating during a surgical procedure. She said the case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details, the reported condition of the device overheating during usage could not be duplicated. Service did a clean, lube, and adjust to the device and completed any necessary maintenance to the drill. The device will be returned to the customer.